Event description:
It was reported that the patient presented for follow up. The ventricular sense pace lead exhibited noise. The lead was explanted. No additional information was available.

Manufacturer narrative:
(B)(4).